Event description:
--

Event description:
Boston scientific received information that during a routine follow-up procedure, the right ventricular (rv) lead exhibited decreased amplitude, slightly decreased impedance measurements and increased threshold measurements as a result of lead dislodgement. It was suspected the dislodgement was a result of device migration. The device was reprogrammed until the revision procedure could be performed. No adverse patient effects were reported.

Event description:
Information was later received that during the revision procedure, the rv helix would not extend. Therefore, this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted the helix was fully extended and physically intact with no signs of damage. There was dried blood noted in the base around the helix. This blood was likely the cause of the extension/retraction difficulty.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.